Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube and battery cap. Insulin pump was unable to verify failed battery test due to blank display. Insulin pump received with a cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer reported that for the last 4 to 5 days the battery on the insulin pump would only last for a few hours. Customer stated that on the night before, the device didn't even turn on. Customer stated that she received a failed battery test once or twice. Customer stated that the contacts on the battery cap are not missing or damaged. Customer reported that the spring is corroded; she noticed some white residue in the battery compartment. Blood glucose value is 150 mg/dl nothing further reported.